Event description:
The anti-fog solution bottle in the cardinal health pack is coming in empty. Manufacturer response for anti fog solution, anti fog solution (per site reporter): pictures were sent to the representative, and he opened a case with their qa team. He told our site he will feedback the results of their investigation.